Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented to the clinic for a routine follow-up. Upon interrogation, the pulse generator exhibited backup vvi operation. No troubleshooting could be performed due to the low battery status. On (B)(6) 2016 the device was explanted and replaced. The patient was doing fine post surgery. The device was discarded and would not be returned.